Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600 mg/dl, and he was treated with manual daily injections. Troubleshooting was performed. The mother stated that his glucose level normally is over 400 mg/dl. The time, date, and settings were correct. Assisted the customer to run the fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula, and it was not bent. Recommended the caller to change the infusion set every two to three days. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Unable to down load the insulin pump due to motor alarms noted in alarm history. Alarms due to corrupted history files. Scratched display window noted. The insulin pump passed the functional test including prime, displacement, basic occlusion and excessive no delivery alarm test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.